Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse found no signs of electrical leakage. The power cable and plug were inspected with no reported electrostatic discharge. The fse replaced the power cord as a result of this isolated issue and optical defects. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that after completion of a da vinci-assisted surgical procedure, an operating room (or) staff member felt an electric shock while removing the drape from a universal surgical manipulator (usm). There was no report of any burn injuries sustained by the or staff member. It is unknown if the or staff member received or required any medical intervention.